Event description:
Product failed while stapling the stomach. The stapler failed to properly fire which caused bleeding. Doctor also mentioned it was extremely "sluggish" in firing. Another stapler was opened to continue to finish the procedure.